Event description:
Product development reported they received a call from the field indicating a patient specific implant did not fit the patient. The implant was too large of a surface area and was too thick. The surgeon tried to burr the implant to make it fit but decided to use synpor instead to complete the procedure. The peek implant was discarded after the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. New information was received (B)(4) 2013.

Event description:
Unable to place synthes custom orbital floor implant due to poor fit and had to use stock implant. Poor fit likely due to poor volume rendering of thin orbital floor bony anatomy. This is report 1 of 1 for complaint number (B)(4).